Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump displayed a "service pump" error message. The roller pump was pulled from the base and replaced before the case. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.